Manufacturer narrative:
The nihon kohden (nk) clinical specialist reported that the or department is complaining that the spo2 parameter is intermittently dropping during cases. According to the customer, the parameter is restored by unplugging the spo2 cable and plugging it back in. The clinical specialist could not duplicate the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that she had no further information.

Event description:
The nihon kohden (nk) clinical specialist reported that the or department is complaining that the spo2 parameter is intermittently dropping during cases. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the nihon kohden (nk) clinical specialist reported that the or department is complaining that the spo2 parameter is intermittently dropping during cases. According to the customer, the parameter is restored by unplugging the spo2 cable and plugging it back in. The clinical specialist could not duplicate the issue. There was no patient injury reported. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that she had no further information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H11 additional manufacturer narrative.

Event description:
The nihon kohden (nk) clinical specialist reported that the or department is complaining that the spo2 parameter is intermittently dropping during cases. There was no patient injury reported.